Event description:
The site reported the following: a female patient with multiple health problems underwent a cardiac catheterization. During the first injection in the left coronary artery, the patient's vital signs deteriorated and she became hypotensive. The patient required life sustaining treatment, which included intubation and non- disclosed medical intervention. The physicians were unable to determine whether a thrombus or small amount of air was seen in the left circumflex artery. The patient has reportedly recovered.

Manufacturer narrative:
A system service check of the avanta fluid management system was completed on (B)(4) 2012. The air detector interface (adi) assembly was found to be damaged and heavily fouled with contrast; therefore, the adi assembly was replaced during service. The suspect adi assembly was sent back to bayer r & I for further evaluation. Functional testing confirmed that the adi assembly performed to specification and the associated doors latched properly without incident. Even though the suspect adi assembly was damaged and heavily fouled with contrast, there is no evidence that this component failed during the procedure and contributed to the reported event. The disposables involved at the time of the reported event were discarded. A review of the customer's sales order history was performed. We identified multiple lot numbers that may have been in-use during the reported event. The site was unable to provide any information related to the lot numbers of the disposables; therefore, testing of retain samples was not performed. Additional applications training was provided to the staff on (B)(4) 2012. The clinical support specialist reviewed proper purging technique with the site. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubing, and catheter before connecting to the patient. The site continues to use the injector after the reported event - no further issues were reported. This information does not constitute an admission that the device, the company, or it's employees caused or contributed to a reportable event.